Manufacturer narrative:
UDI: (B)(4). Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint, and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l75707] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the 5.5 healix advance kntls br device broke while trying to place the suture through it. Another like device was used to complete the procedure with no surgical delay, or patient consequences. No additional information was provided.